Event description:
The customer reported that during use in a laparoscopic choledocholithotomy procedure, there was a defect on the insulation. Another device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.